Event description:
The manufacturer was contacted in reference to a thermal complaint on a dreamstation auto CPAP. The manufacturer received information alleging smoking with burnt smell coming from the device. There is no allegation of serious or permanent harm or injury. Medical intervention was not specified by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.